Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump became frozen on an unknown alert and the customer was unable to clear it. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.